Event description:
It was reported that during a da vinci prostatectomy procedure, the tips were misaligned on the maryland bipolar forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the tips of the instruments grips were bent. One grip was bent, causing a side to side misalignment of the grips. There was a .062 offset at the tip indicating overloading. Electrical continuity testing was performed and passed. Failure analysis concluded the damage may be due to mishandling / misuse. Failure analysis investigation also found the following damages to the instrument: the instrument was found with a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. There were scratches on the surface of the distal pulley. The distal end of the main tube had various scratches exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found.